Manufacturer narrative:
During follow-up, the patient said he noticed no problem with the m14 catheter, and experienced no bleeding, etc., so he discarded the m14 unit. The patient said he had no m14 catheters to retrieve from the same lot that caused the scraping event, and did not know the lot number either. The patient's catheterization technique was reviewed, and it was discovered that the patient uses a sterile technique developed over 8.5 years of catheterization. The patient said he does not use a new lubricant each time, but re-uses the same tube of surgilube lubricant. The patient sticks the catheter into the tube instead of applying the lubricant to the catheter by squeezing it out of the tube. The patient was informed that cure medical's consultant nurse advises to not stick the catheter into a big lubricant tube repeatedly since the tube could become contaminated, but the patient said he has been doing it for 8 years and has not had a problem.

Event description:
Intermittent catheter patient (user) said an eyelet on the m14 catheter was not polished and scraped him and as a result, he developed an infection in his testicle and it swelled up. He said he conducted a virtual visit with the doctor as well as a secondary visit. He said a sonogram was done at american radiology and he was placed on strong antibiotics, and finished taking ciprofloxacin and is now taking nitrofurantoin. During follow-up, patient said his testicle was still swollen after completing two courses of ciprofloxacin, but his doctor said it sometimes takes a while once a testicle is swollen to go down, and was placed on a maintenance antibiotic of nitrofurantoin.